Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was exchanged with a longer length lens. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was not reported.

Manufacturer narrative:
H3: device evaluation: lens returned dry with residue/debris found on product in a microcentrifuge vial. Visual inspection found haptic broken and optic deformed. Dimensional inspection found the lens to be within specifications. Claim (B)(4).